Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was deployed at the level of l3 without incident for a contraindication to anticoagulation. Approximately eight years post filter deployment, a filter retrieval procedure was performed. Access was gained to the right internal jugular vein and an 11 french filter retrieval system was placed. A venacavagram demonstrated patency of the filter and no ivc thrombus. The filter was snared multiple times but could not be fully engaged or retracted into the 11 french sheath. The physician was able to snare the strut on the top of the filter but could not get it to engage with the sheath as it kept slipping off the snare. The physician decided not to make any further attempts to collapse the filter. The filter was released from the sheath and the snare was disengaged allowing the filter to completely return to its position in the ivc. A completion venacavagram demonstrated no evidence of extravasation and the filter was in good position with no tilt. The sheath was withdrawn and direct pressure was held until hemostasis was adequate. The patient was taken to the recovery area in excellent condition. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: medical records were provided and reviewed. A vena cava filter was successfully deployed at the level of l3. Eight years post filter deployment, the filter was attempted to be retrieved however the snare device could not fully engage or retract the filter. The filter was released from the sheath and the snare was disengaged allowing the filter to completely return to its position in the ivc. Based on the medical records, the investigation is confirmed for difficult to remove as the filter could not be removed during scheduled retrieval. Per the provided medical records, a cook 11f snare device was used for the retrieval attempt. The current IFU states "only use the recovery cone removal system to remove the g2 filter." Therefore, procedural issues involving the retrieval system may have contributed to the difficulties experienced in attempting to remove the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Removal of g2 filter/capture of g2 filter: after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately eight years post vena cava filter deployment for a contraindication to anticoagulation, during a filter retrieval procedure, multiple attempts to capture and retrieve the filter with a snare were unsuccessful. A completion venacavagram demonstrated no evidence of extravasation and the filter was in good position with no tilt. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately eight years post vena cava filter deployment for a contraindication to anticoagulation, during a filter retrieval procedure, multiple attempts to capture and retrieve the filter with a snare were unsuccessful. A completion venacavagram demonstrated no evidence of extravasation and the filter was in good position with no tilt. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received. New information it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the device was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a femoral ivc filter was deployed 8/6/08 for multi-trauma with c7, t1 fractures, multiple bilateral rib fractures with pulmonary contusions, known pulmonary embolus, and pneumopericardium. Venacavagram performed prior to ivc filter deployment revealed no dvt in the vena cava or iliac veins that were visualized and the renal vein orifices were at approximately l1. Access was via the right common femoral vein. Venacavagram performed post ivc filter deployment revealed a bard g2 inferior vena cava filter placed at l3 with ¿minimal to no tilt¿ and all arms and legs well deployed. Patient was discharged to rehab on coumadin and heparin. Approximately seven years and three months post ivc filter deployment the patient presented with complaints of flank pain, pain towards the back on the right side, hip pain, and shoulder pain on the right side. He presented to evaluate the ivc filter and determine if it was the cause for any of the pain. CT of the abdomen & pelvis performed to evaluate filter placement revealed an ivc filter in place. Two months later, the patient presented for evaluation for removal of the ivc filter, and it was decided that retrieval would be attempted if there was no thrombosis. Ivc retrieval was unsuccessfully attempted, approximately seven years and seven months post ivc deployment. Inferior vena cavagram performed prior to attempted ivc filter retrieval revealed patent right internal jugular vein and inferior vena cava. No thrombus was noted within the ivc filter. The ivc filter was snared multiple times but could not be fully engaged or retracted into the 11 french sheath. It became clear to the doctor that there was no hook on this filter. The doctor was able to snare the strut on the top of the filter but could not get it to engage with the sheath and it kept slipping off the snare likely due to the fact that the filter has been in place for such an extended period of time and appeared to be embedded in the vena cava wall. It was felt it would be safer to leave it in place than proceed with more vigorous attempts to remove it. Inferior vena cavagram performed post attempted ivc filter retrieval revealed no evidence of extravasation and the filter was released from the sheath and the snare was disengaged allowing the filter to completely return to its position in the ivc in good position with no tilt. It was decided to leave the filter in place. The patient alleges to experience chest pain; however, there is no clinical correlation between the symptom and the device at this time.no further information per current record set. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven years and seven months post deployment, an unsuccessful retrieval attempt was made. The filter was snared multiple times but could not be fully engaged or retracted into the 11 french sheath. It became clear to the doctor that there was no hook on this filter. The doctor was able to snare the strut on the top of the filter but could not get it to engage with the sheath. Based on the medical records, the investigation is confirmed for difficult to remove as the filter could not be removed during scheduled retrieval. Per the provided medical records, a cook 11f snare device was used for the retrieval attempt. The current IFU states "only use the recovery cone removal system to remove the g2 filter." Therefore, procedural issues involving the retrieval system may have contributed to the difficulties experienced in attempting to remove the filter. However, the definitive root cause is unknown. Labelling review: the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2011), (manufacturing date: 06/2008).